Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that they were wearing an adc device that was inaccurate during hospital admission. In addition, the home glucometer was also inaccurate with false low glucose readings when compared to hospital glucometers. It is unknown whether the customer noted a trend arrow on the device. The customer's last meal was smoothie following a fasting and was admitted in the hospital. The customer experienced unspecified neuroglycopenic symptoms. The customer's blood glucose was drawn in the laboratory, obtaining 53 mg/dl and then received unspecified treatment. The customer was screened for adrenal insufficiency, which revealed a normal cortisol level. Before being discharged, several observations were made such as: 2 of 4 constitutional examination showed that the customer was normally alert, appeared healthy and oriented; general appearance was cooperative and pleasant; normocephalic, atraumatic head and scalp, atraumatic normocephalic eye, eoms intact bilaterally, respiratory, respiratory effort and cardio, regular neuro rate, and sensorium were all common normal; mental status was grossly normal, cooperative; and normal speech. The customer was discharged from the hospital after an unknown number days. The customer called the adc customer service and confirmed that the adc device problem was false low glucose readings and stated that they switched to a different glucose monitoring device. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. There was 1 additional adc device reported (unknown serial number) and has been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.